Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient¿s mother stated the patient had a major allergic reaction to the sensor adhesive the day after the sensor was inserted. Although no healthcare personnel (hcp) contact or medical intervention was documented, the photographs that were provided show a severe rash and hives that are extensive across the patient¿s abdomen. Multiple attempts were made to follow up with the reporter, however, no additional information could be obtained. Photographs confirmed the complaint an allergic reaction. The probable cause could not be determined. No additional event or patient information is available.